Manufacturer narrative:
(B)(4). (B)(6). Manufacturing date: april 25, 2017 ¿ april 26, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the device noted crystallized drug powder at the blue winged luer cap which was slightly untightened. A leak test was performed after tightening the cap. No signs of leak were observed. The device was found to operate within specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had white powder visible on the outside of the product and was wet on the top after compounding. The device was filled with fluouracil hs 3000mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The date received by manufacturer for the initial MDR should have been (B)(4) 2017. Should additional relevant information become available, a supplemental report will be submitted.